Event description:
It was reported that (1) lcsc5 was used during a unk procedure. It was reported by the rep that the jaw of harmonic lcsc5 unhinged and broke off. Opened another device to complete the case. There was no consequence to pt.